Event description:
It was reported that one bd allergy syringe tray with bd safetyglide¿ needle each from lots 2221315 and 2101496 had issues with insulin syringes being mixed in with the allergy syringes. The following information was provided by the initial reporter: "we continue to have the same issues with syringes from the same lots. Reported issue: has been receiving trays that should contain allergy syringes but will occasionally find 1-3 insulin syringes mixed in the tray."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2221315. Medical device expiration date: 31-aug-2027. Device manufacture date: 09-aug-2022. Medical device lot #: 2101496. Medical device expiration date: 30-apr-2027. Device manufacture date: 11-apr-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. Four photos were received with the customer's complaint of mixed product in packaging. The complaint was verified but without further information the root cause remains unknown. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.